Manufacturer narrative:
Additional information received indicated the lead was not repositioned. It was explanted and replaced. Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. The lead did not pass the stylet insertion test, most likely due dried blood in lumen. Laboratory testing was unable to reproduce the reported clinical observation.

Event description:
Boston scientific received information that this implantable left ventricular (lv) lead dislodged one day post implant. Force pacing in the lv was attempted and there was no capture. A revision procedure took place and the lead was successfully repositioned. To date, there have been no adverse patient effects reported.

Event description:
--